Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no leak noted. The reported condition of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a leak from the fill port. The device was filled with an unspecified amount of an antibiotic. This was identified before use. There was no patient involvement. No additional information is available.